Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure for the treatment of incontinence on (B)(6) 2010. The patient was referred back in (B)(6) 2013 with vaginal mesh erosion causing dyspareunia, midline mesh erosion, on two occasions and chronic pain. The patient was admitted for closure of the mesh erosion in (B)(6) 2013 which was initially successful. At that time, the patient reported anorgasmia since insertion of the sling. The patient returned in (B)(6) 2014 with recurrent mesh erosion, and retropubic pain along the mesh track, with persistent anorgasmia. The patient underwent a successful complete mesh excision and colposuspension in (B)(6) 2014, however, the patient experienced a post-operative deep vein thrombosis and pulmonary embolism. Additional information has been requested.